Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the keypad was observed to be peeling at the up arrow button. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive; the ok keypad button responded properly. None of the keypad buttons were sticking. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, a crack was found along the pump battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down, and ok buttons are not functioning properly on the pump. The information provided noted that the buttons are sticking and not responding. This issue was noticed gradually over the last two months. The patient has to press the buttons multiple times in order to get a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.